Manufacturer narrative:
Medical devices: syr tubing, therapy date unk. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of the device displaying an error code was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Fluid ingress was observed at the bottom interior of the rear case as well as at the bottom of the bezel near the ail assembly. No evidence of fluid or dried residue was observed on the circuit boards or on the pressure sensors. Review of the pcu error log shows that a channel malfunction occurred for a sensor broken high failure (error code 240.4150.0). Analysis of the pcu event log shows that the pump module was added to the system at 11:18 pm on (B)(6) 2017 and then programmed to infuse lipids 20% at a rate of 3ml/hr with a vtbi of 60ml. At 11:21 pm, the device alarmed for patient side occlusion and the user restarted the infusion. At 11:32 pm, a channel malfunction occurred and the infusion was stopped. The user selected softkey 11 to address the channel malfunction pop-up. At 11:39 pm, the system was shut down and powered off. The volume recorded as being infused during this period was 0.54ml. Functional testing showed the upper sensor failed and the lower sensor passed. The proximate cause of the customer¿s report of the device displaying an error code (240.4150.0) was identified as a faulty upper pressure sensor. The root cause was not determined.

Event description:
The customer reported that the device displayed an unknown error code during a patient's infusion. The event date was not provided, but occurred between the evening hours of (B)(6) 2017 and mid-day on (B)(6) 2017. No patient harm was reported. The initial hospital biomed investigation found an issue with the door latch.